Event description:
A vaxcel pasv mini port was beng placed for therapeutic purposes. During catheter insertion, the peel-away sheath peeled incorrectly. The physician used scissors to cut the sheath and re-peel it several times.